Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The white pulse wire was found to be open in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
While investigating a (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The patient's electrode belt failed incoming functionality testing. The pt was issued a replacement electrode belt.